Event description:
During preparation for use, the pump system would only operate on backup battery power. The biomedical engineer disconnected the battery connection to the power manager board for approximately 10 seconds then plugged it back in. This remedied the problem. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.